Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hiatal hernia repair and nissen fundoplication, while intercorporal suturing of the fundus around the esophagus, the device was difficult to load, unload and toggle. At one point, the suture stuck within the patient's stomach tissue. It was ultimately removed. Opened another device to complete the procedure. There was no patient injury.